Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Pump unable to verify pump error 35 alarm in the pump history due to pump unable to download. Force sensor zero offset measured within spec range. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose level was 118 mg/dl. The customer states they are not able to rewind the pump. Troubleshooting was performed for multiple pump errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.